Event description:
It was reported that a pump declared an altitude alarm. Customer¿s blood glucose level was 156 mg/dl. Technical support instructed the customer to remove an obstruction and clean the speaker holes on the back of the pump. The customer followed these instructions, reloaded the cartridge, and was able to resume insulin without the alarm recurring. Technical support provided additional tips for preventing future altitude alarms.